Event description:
It was reported that prior to starting a da vinci surgical procedure, the brown coating at the base of the permanent cautery hook instrument broke off. A follow up call to the initial reporter confirmed that the instrument was not used on the patient, nothing fell into a patient and there was no patient harm or injury. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the ceramic sleeve at the distal end of the instrument was broken and a piece measuring approximately .124 x .140 was missing. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic piece could likely cause or contribute to an adverse event, if the malfunction were to recur.